Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that they received an off no power alarm but did not receive a low battery alert to warn them first. The customer's blood glucose was unknown at the time of incident. The product was not returned for analysis.